Event description:
It was reported that during implantable cardioverter defibrillator (ICD) device check the device had reached elective replacement indicator (eri) and was reported as premature battery depletion. The ICD was explanted and replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.